Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer post-infarct ventricular septal defect (vsd) occluder was utilized with a 10f amplatzer trevisio intravascular delivery system. Upon deployment, the left disc deformed in a cobra shape. The device was recaptured and re-deployed twice and then the left disc re-formed to its expected shape. The rest of the device was deployed from the delivery system, and the right disc was elongated, compressed, and deformed. The right ventricular disc may have been constrained within right ventricular trabeculation. In attempting to recapture the right disk the device slipped through the defect into the right ventricle. The device was removed and a replacement 22mm amplatzer post-infarct vsd occluder. The patient had several runs of ventricular tachycardia requiring pacing during the procedure. They all resolved quickly and did not prolong the procedure and did not require any additional intervention. There was no report adverse patient effects or clinically significant delay. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. One image was received from the field appearing to show device presenting deformation during deployment inside the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The investigation confirmed that the device met functional and visual specifications when analyzed at abbott under non-physiological conditions. Based on the information received, the root cause of the reported incident could not be conclusively determined but may have been contributed to by the interaction of the device with cardiac structures. There is no indication of a product quality issue with regards to manufacture, design, or labeling.